Manufacturer narrative:
The device history records for both lots were reviewed and all processes and test criteria have been verified as complying with the medpor implant spec. A copy of the current instructions for use and labeling are enclosed. Additional catalog#: 9520, additional lot#: a082g15, additional expiration date: 08/2015, additional device manufacture date: 08/2005.

Event description:
During a revision rhinoplasty surgery, the doctor placed a left medpor paranasal implant and a right medpor paranasal implant. The implants were placed intra orally and were secured with bioglue. Approx six weeks after the surgery, the pt developed an infection and the doctor removed the nasal implants.